Event description:
It was reported that in the ICU the device had difficulty being interrogated. A number of steps were suggested to the clinician. No resolution is known because the clinician did not return contact.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. E3 company rep.